Event description:
A temperature alarm, numbered 11, was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully cleared the alarm, resumed insulin usage, and was advised to monitor the situation and call back if the issue recurred.